Event description:
I was using medtronic minimed 530g with enlite sensor for approx 1 year. I had problem from day 1. Insulin dose was originally set by my trainer who I did not realize was not a medical person. I later found out he was a salesman. I immediately had severe low blood glucose incidents all night until the insulin dose was reset the next day. After the dosage was changed I continuously had inaccurate readings with the sensor. I received frequent weak signal or lost sensors, or calibration errors even though the pump was clipped on my waistband, the sensor was charged, the pump had a new battery and it was calibrated correctly. I spoke with medtronic multiple times. (One medtronic per actually told me not to worry about it because I was "not going to die from a low blood glucose" I went through several replacements of my sensors. They also contacted me and asked if I had been hospitalized and requested that I continue to contact them rather than contact the FDA. I routinely had sensor reading saying my bg was 40-60 and would test and find that my bg would be 200-400 and vice versa (sometimes it would say that I was high when I was actually very low). As a result low readings my pump would go into thresh suspend and not deliver insulin until I manually corrected and turned it back on. I stopped using the sensor because it was too dangerous to continue using the pump and started getting unexplained actual high and low bg's as if the pump was not delivering insulin at all or at times delivering too much. I stopped using the pump because it was causing health problems. I am waiting approval from my insurance company for an animas pump and dexcom cgm.